Event description:
As reported: after preparing and inserting device, physician unsheathed and deployed the casper stent. While he was pulling back the empty delivery system, the distal part of it detached, remaining inside the ica vessel. Physiciant wasn¿t able to catch this item out of patient and decided to cover this distal part with an intracranial stent. Type of surgery being performed and treatment site: ica stenosis. Patient is good.

Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the us. The complaint is being reported based on this product meeting similar product criteria (similar to roadsaver/casper carotid stent device ¿ PMA # p210030). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.